Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in india. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery skin graft comb and carrier are not seated correctly, and the ratchet handle is not rotating properly. There was no patient involvement. Due diligence is complete.